Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was not confirmed using logs. During testing, the erbe unit displayed error code c-84 when testing c-84 and erbe log showed no error. Upon visual inspection indicated the unit was in good cosmetic condition. The complaint was confirmed by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that monopolar energy was not staying on when engaged. Before contacting tse, the user had already replaced the energy cable and tried both generator ports, but they continued to receive an activation halted message. Tse then asked whether a backup generator was available and advised testing with a new cable. Later, user followed up to report that the issue was still occurring and that bipolar energy was also not working. Tse had the user perform a hard power cycle on the generator, after which the energy would turn on but then stop again with an activation halted message. The user then switched over to a backup generator to continue the procedure without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.